Event description:
The available information indicates that the user experienced excessive heat from the handpiece, there was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Evaluation summary: there is no product analysis available, the device has not yet been returned for evaluation. No testing methods performed.

Manufacturer narrative:
Device was received on (B)(4) 2013. Evaluation summary: during product analysis the complaint for excessive heat was unable to be confirmed. The manufacturing inspections were performed on the drill, including the visual/attachment inspections, temperature test, rotation test, and voltage reading tests. The highest detected temperature during the temperature test was 94.9 degrees f. The drill passed all inspections, including the temperature test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.